Event description:
It was reported that bd insyte autoguard winged leaked. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the liquid leakage when injected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause was undetermined. Five photographs and one 24ga insyte autoguard IV catheter were returned for investigation. The sample exhibited evidence of use. A functional test revealed fluid leaking from the IV catheter at the nose of the catheter adapter. A microscopic examination revealed a breach in the tubing. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.